Event description:
Per the surgeon's report, this autistic child has recently increased her self-harming behaviors, including banging her head on the wall. It was not clear if the patient could still hear with her cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The decision to explant the devcie and reimplant a new device is pending considering the patient's autism and self-harming behaviors.

Manufacturer narrative:
This type of event is addressed in the device labeling code.